Event description:
The device was used during a laparoscopic cholecystectomy, jammed clips. No patient consequence.

Manufacturer narrative:
Evaluation summary: the device produced 6 scissoring clips due to the condition of the jaws. No incident related to the reported event could be found during functional analysis. Although it is not possible to conclude how the circumstances occurred.